Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. Customer's blood glucose level did not exceed 500 mg/dl; no adverse impact was reported. Technical support provided information to reset the pump and assisted the customer with the process. The pump was confirmed to not have the malfunction recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reoccurs. Customer acknowledged and understood the instructions.